Event description:
It was reported by the healthcare professional in china that during a rotator cuff repair surgical procedure on (B)(6) 2024 it was observed that the 4.5 healix peek anch.w/ocord device anchor was pulled out. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e1: facility full name: (B)(6). UDI: (B)(4). Investigation summary - a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual inspection of the photo reveled that the anchor is still attached to the inserter, it does show stcrtural anomalies, the overall complaint was confirmed as the observed condition of the 4.5 healix peek anch.w/ocord would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; the anchor could have incompletely inserted, consequently the anchor was not secured and pulled out along with the device. As per IFU, incomplete insertion or poor bone quality may result in anchor pullout. Using a mallet, tap the awl into the bone until the appropriate etched depth marking is flush with the bone surface. Grasp the handle of the awl firmly and remove it from the bone by pulling at the same axial angle of insertion. Set the awl aside for next anchor insertion. In harder bone, the awl may be used first followed by the appropriate tap. Insert the healix peek anchor into the hole created by the awl while maintaining the same axial alignment. Rotate the healix peek inserter handle in a clockwise direction until the etched depth marking on the handle shaft is flush with the bone. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformance regarding this lot.